Event description:
Event was reported to caldera medical by an attorney. The patient suffered recurrent incontinence, fistula, constant leakage, erosion of mesh, mesh fibrosed to bladder wall, mesh extrusion into the bladder, inability to have sex due to chance of damage to fistula, excessive vaginal scarring, abdominal discomfort and pain, emotional distress, tenderness, and pain. No further information has been provided.